Event description:
It was reported that the customer had a threshold suspend. Customer states that she had discrepancy between her sensor glucose 43 mg/dl and blood glucose 122 mg/dl. Trouble shooting was performed and customer will be sent a replacement set. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.